Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately compared to his feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began six weeks prior to contacting lfs (between 11pm to midnight). According to the csr's documentation, on an unspecified date the patient allegedly obtained blood glucose results of "160 and 190mg/dl" with the subject meter, administered an unspecified amount of insulin (via insulin pump) based on the reported results, consequently three hour later (at approximately 3am) the patient developed unspecified symptoms of low blood glucose, and obtained a result of "40 mg/dl" with the subject meter. At an unspecified time later, the patient administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr noted the patient had discarded the meter and test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed hypoglycemic symptoms after the alleged issue began.